Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal right coronary artery. The 4.0x15mm quantum apex balloon catheter was advanced to pre-dilate the target lesion. While pressurizing the balloon on the first inflation, the balloon ruptured at 10 atm's. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).